Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was a lack of ultrasound. There was no error message displayed. The case was completed with the same system. Patient impact is currently not known. Additional information requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that there was no patient incident. The foot pedal was exchanged.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and found a nonconforming footswitch. The footswitch was replaced. The system was then tested and met all product specifications. The system was manufactured on january 24, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).